Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined.

Event description:
It was reported that during a routine elective replacement indicator (eri) battery change for a deep brain stimulation procedure, contact 9 of the right lead showed impedance results of 39,000 ohms for monopolar and all bipolar pairs. Activation of group c, which used contacts 9- and 10-, caused the patient discomfort, including face pulling and full body tingling. Troubleshooting included changing to the percept pc, but there was no change in impedance results. The intervention involved not using the context in active program group b and removing group c as advised by the physician. The issue was resolved, and the lead remains implanted and in service.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-28 (lot: va0n9pl); product type: 0200-lead; implant date (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.